Event description:
Needle tip was bend. Result of this defect appliance.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation there was 3 echo-hd-19-a devices of lot number c1654774 involved in this complaint. 2 unit of echo-hd-19-a device of lot number c1654774 involved in this complaint were not returned for evaluation. The issue of needle tip was bent for the 2 devices that did not return will be addressed in this pr(pr284125). The device that did return will be addressed in pr288759 & pr285753. Lab evaluation n/a-the two devices involved in this complaint were not returned. Document review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the relevant manufacturing records (c1654774) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1654774. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle kinking distally when in contact with hard lesion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle tip was bend. Result of this defect appliance. 2 x lot contaminated badly so no return. 1 x lot rep will sent back.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle tip was bend. Result of this defect appliance.